Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not got screen to come up with actual alarm text. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was vibrating with red light flashing. Customer also reported crack on the back of the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.